Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states the stimulator is not working and hasn't been for a couple weeks. Patient saw the healthcare professional (hcp) who was not able to communicate with the implantable neurostimulator (ins). During the call patient was able to connect to the ins and stim was on. Patient increased stim to a comfortable level. Patient said stim turned off by itself, after reviewing device functionality it was determined the patient stopped feeling stim and symptoms returned but stim was still on. Patient said the symptoms started to return slowly but the last few days have been full force. Patient called back stating the device turned off and when they tried to check the device they saw a no device found message. Walked patient through checked ins, patient was able to communicate with ins and stim was on. Patient said the hcp is concerned the lead maybe moving. Suggested to follow up with hcp and have hcp to page rep to be at appointment

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# v242433 implanted: (B)(6)2009explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) , ubd: 17-apr-2013, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.